Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown date when device broke. E1: initial reporter is j&j company representative. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on jun 6, 2024 there were 3 instruments discovered damaged during inspection, after going through the decontamination process. An aiming arm, and the clips that hold this onto the insertion handle, are broken off. Two t4 screwdrivers, and the screwdriver tips are stripped. There was no patient involvement. It is unknown when these items were damaged. This report is for one aiming arm/ radiolucent this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the aim-arm radioluc had both of the hooks of the latch broken, fragments were not returned. No other issues were found. A potential cause cannot be established with the provided information due to be a multifactorial issue. The semi-extended parapatellar approach surgical technique guide was reviewed. Following relevant statements were found. Precautions: -ensure that the connection between the nail and the insertion handle is tight. Retighten if necessary, after hammering and prior to the attachment of the aiming arm. -do not attach the aiming arm to the insertion handle at this point. -do not exert forces on the aiming arm. These forces may prevent breakage of the device. Based on the investigation findings, the primary cause was related to the users hammering with the aiming arm in place or actually hitting on the aiming arm. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the aim-arm radioluc would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 03.043.029, lot # 2024491, manufacturing site: werk selzach logistik, release to warehouse date: 10 march 2021, supplier: (B)(4), expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. D4: UDI updated. The expiration date is currently not available. Additionally, the serial number for the device involved in the event was not provided; therefore, the full UDI is currently not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.